Event description:
Customer hospitalized due to high blood glucose. Customer has been continuoulsy high for two weeks. All programming and histories were accurate. Customer indicated has scar tissue. Customer has menually injected in other areas where there is no scar tissue and their blood glucose does go down. Customer has a thyroid health issue and is currently taking a medication.